Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of the clinician programmer displaying ¿auto-reducing¿ was confirmed when referenced to the returned extensions. The cause of the reported observation was due to damaged wires within the extension. The damage was confirmed during a microscopic inspection and electrical resistance testing. The root cause of the observation was consistent with overstress to the extension at the time of the patient's fall. This would have also exhibited a change in the patient's therapy. The returned extensions exhibited electrical opens on 14 of the 16 electrodes. It was concluded that some of these opens occurred while the extensions were implanted. Impedance testing in the field would have shown high and resulted in auto-reducing when attempting to turn on stimulation using a programmer.

Event description:
Related manufacturer reference number:1627487-2021-18263. It was reported that following a fall, the patient experienced ineffective therapy due to one of the extensions being fractured. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the extensions and ipg were explanted and replaced to address the issue. It is unknown which extension was fractured; therefore, both will be reported.

Manufacturer narrative:
Date of event is estimated.